Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced past event of high blood glucose level. The customer's blood glucose levels were 600 mg/dl at the time of incident and was 180 mg/dl that day. The customer experienced nausea, vomit and abdominal pain. The drive support cap appeared normal. The catheter was bent. The insulin pump will not be returned for analysis.